Event description:
Second revision surgery - due to the patient dislocating 3-4 times, the surgeon decided to exchange the liner and add a spacer.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 35 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.